Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted implanted due to undersensing. During the procedure, it was noted that when this device was connected to the lead, the shock impedance measurements were greater than 200 ohms. Atrial thresholds were not able to be measured, and atrial channel showed a flat line. The right atrial (ra) lead pacing impedance measurements were normal. Furthermore, the high shock impedance measurement was resolved as they found out that initially this device was not completed inserted in the body. The leads were then unplugged, terminal pins were cleaned and re-inserted into the device, however the right atrial (ra) lead showed flat line. Subsequently a new device was successfully implanted and showed normal device function. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted implanted due to undersensing. During the procedure, it was noted that when this device was connected to the lead, the shock impedance measurements were greater than 200 ohms. Atrial thresholds were not able to be measured, and atrial channel showed a flat line. The right atrial (ra) lead pacing impedance measurements were normal. Furthermore, the high shock impedance measurement was resolved as they found out that initially this device was not completed inserted in the body. The leads were then unplugged, terminal pins were cleaned and re-inserted into the device, however the right atrial (ra) lead showed flat line. Subsequently a new device was successfully implanted and showed normal device function. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This report contains correction in h11: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The returned ICD was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted implanted due to undersensing. During the procedure, it was noted that when this device was connected to the lead, the shock impedance measurements were greater than 200 ohms. Atrial thresholds were not able to be measured, and atrial channel showed a flat line. The right atrial (ra) lead pacing impedance measurements were normal. Furthermore, the high shock impedance measurement was resolved as they found out that initially this device was not completed inserted in the body. The leads were then unplugged, terminal pins were cleaned and re-inserted into the device, however the right atrial (ra) lead showed flat line. Subsequently a new device was successfully implanted and showed normal device function. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
The returned ICD was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.